Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
A smart stent fractured following insertion into a patient. The stent in question was inserted on (B)(6) 2011 as a biliary procedure. The patient then re-attended for further treatment on (B)(6) 2012 which showed the stent had partially fractured through. They believe this may have caused a detrimental clinical outcome for the patient.

Manufacturer narrative:
The product was stored, handled, inspected and prepped according to the instructions for use. Nothing unusual was noted about the stent delivery system prior to use. A cordis sheath introducer of unknown size was used. The target lesion was in the biliary. The stent delivery system did not pass through any acute bends and there was no difficulty encountered while advancing/tracking the sds towards the lesion. There was no thrombus present proximal to, at, or distal to the lesion site. The lesion was not pre-dilated prior to stent implantation. The type of contrast was used was optera240, mixed with saline. The ratio of contrast to fluid was 2/3 to 1/3 saline. There was difficulty or resistance noted while crossing the lesion with the stent. The sds did not have to pass through a previously placed stent. The stent expanded fully with good wall apposition. The lesion was post-dilated after stent implantation with a cordis 9mm balloon. The percent stenosis after post-dilation was zero. There was no thrombus noted post deployment. The fracture was identified by ercp. The fractured stent was not completely separated. There was no migration of the separated segment. There was occlusion due to the fracture. The patient was treated with another stent and the current status was "fine". Procedural cds were provided. The patient is a female and was born in (B)(6). Medical history is not available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Approximately 5 months after having a stent placed in the biliary tree the stent was noted to be partially fractured during an ercp. During the initial procedure there were no anomalies noted during inspection of the product prior to use. There was no difficulty encountered while advancing/tracking the sds towards the lesion, the stent delivery system did not pass through any acute bends, there was difficulty/resistance noted while crossing the lesion with the stent, the stent fully expanded, was post dilated with good wall apposition and 0% residual stenosis. There was no thrombus present proximal to, at, or distal to the lesion site. The lesion was not pre-dilated prior to stent implantation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15336785 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Stent fractures are well-known potential complications of this type of procedure and are listed in the IFU as such. In this case, vessel/lesion characteristics, procedural factors and/or biomechanical forces likely contributed to the reported event. However, with the limited amount of information available and without return of the product for analysis it is not possible to draw a clinical conclusion between the device and the event.

Manufacturer narrative:
The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.